Event description:
Pt experienced loss of restriction, which dr diagnosed as "rupture of the port." Inamed believes this to mean leakage from the tubing. Surgery to explant and replace access port has occurred.